Event description:
Adverse event: dissection requiring medical intervention. Onset of adverse event: during procedure. Device issue: none. It was reported that during the procedure of implanting a multi-link rx zeta stent in a calcified lesion, a dissection at the proximal end of the stent was noted. A second multi-link zeta stent was used to treat the dissection. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A f/u will be submitted with any relevant info.